Manufacturer narrative:
The reported speaker issue was confirmed. The device was not able to emit sound. The device was repaired and tested to meet all specifications on 09/08/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00264).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the device.

Event description:
The user reported an issue with the device audio alarm. "The call light on the pump worked, but did not sound at the same time to let the nurse know that an infusion was complete or had stopped. We were only able to use the light as the indicator. The nurse who identified the issue did not note the below patient specific information because no harm came to the patient. Therefore, I cannot report this specific information." No patient information was available and no patient harm or injury occurred for this case.